Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor broken missing broken part. We were unable to confirm customer received sensor damage due to customer returning it opened/used.

Event description:
It was reported via phone call that the sensor received a calibration error and change sensor. The customer's blood glucose was 153mg/dl. Customer stated the bad sensor alert occurred after the second consecutive calibration error. The customer was advised the device will be replaced.